Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead had been exhibiting high out of range impedance on the daily trend over the last month, the exact measurement was not known. In addition, there had been multiple inappropriate anti-tachycardia pacing (atp) and two shock deliveries due to noise. Subsequently, this rv lead was explanted and replaced and will not return for analysis. No additional adverse patient effects were reported. The patient was issued a communicator and will be enrolled into latitude home monitoring system for continues monitoring.